Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that an 8.5fr x 20cm arrow g+ard blue plus quad lumen catheter was placed without incident and the female patient (pt) was receiving tpn (total parenteral nutrition). At 1700 on (B)(6) 2011, the nurse was called to the room and stated she was unable to see the central line. The pt had been complaining of some pain in their left upper chest area and the bed was wet. When the nurse went to observe the site, the tip of the catheter was not seen nor was the catheter in place. The dark blue catheter clamp was sutured to the pt securely, but the catheter tip was not visible and nothing remained in the pt. Upon closer inspection, it was noted that the entire catheter itself had slipped through the secured hub. It was noted that the juncture hub was not sutured into place. The catheter was intact. The pt was alert and oriented, no dyspnea or complaint of pain was noted. Occlusive dressing was applied to the site. There was an interruption in the pt's tpn therapy, no air embolus and the pt had multiple needle sticks. On (B)(6) 2011, a new catheter was placed for the pt. Additional information was received on (B)(6) 2011 from the hospital contact which stated that there were no serious problems for the pt. The pt complained of her chest area hurting where the catheter had come out and was infusing solution that was hurting her. No adverse outcome at all.